Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. The customer experienced an elevated blood glucose (bg) level. A specific bg value was not provided. A bolus was delivered to address bg level. Tandem technical support determined during troubleshooting that the wake button functioned as intended.